Event description:
Medtronic received information via literature regarding a patient with severe aortic stenosis (as) who underwent implant of a medtronic evolut pro+ bioprosthetic valve. During the implant procedure the valve was recaptured once and then successfully deployed in the targeted location. Following the valve deployment, the delivery catheter system (dcs) would not fully release as the dcs nose cone was hooked on the base of the valve frame. Both fluoroscopy and transesophageal echocardiogram (tee) images showed evidence of valve frame infolding. A subsequent balloon aortic valvuloplasty (bav) allowed release of the dcs from the valve. Tee showed mild paravalvular leak (pvl). Postoperative computerized tomography confirmed the valve infold. No additional adverse patient effects or product performance issues were reported. Additional information received from the physician/author stated: 1) the patient recovered from the initial implant procedure without any need for additional intervention, 2) the valve remains implanted in the patient, and 3) the valve was 26-mm. No further details were provided.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: envpro delivery catheter system (dcs), product ID: envpro-16, lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.